Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a non-emergency coronary treatment was completed by restarting the system. A philips field service engineer (fse) went onsite and identified that the collimator shutter closes at different speed at different angles. The cause of the collimator failure could not be conclusively determined by the supplier's part analysis, however the replacement of the collimator by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use for the azurion device recommends using a system restart if the device deviates from expected behavior. If a collimator issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A collimator issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the collimator shutters were closing which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.